Manufacturer narrative:
(B)(4). The complaint ojr418 optiflow junior 2 nasal cannulas are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported via a fisher & paykel healthcare (f&p) field representative, that the tubing of an ojr418 optiflow junior 2 nasal cannula was found broken before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Corrected data: section d9 device available for evaluation? No. Section h3 device evaluated by manufacturer? Other. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint ojr418 optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. Our investigation is thus based on the information and photograph provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the tubing of ojr418 optiflow junior 2 nasal cannula was torn next to the swivel grip joint. Conclusion: we are unable to determine the cause of the reported damage. However the damage is most likely caused by the careperson accidentally pulling at the tube. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Event description:
A distributor in turkey reported via a fisher & paykel healthcare (f&p) field representative, that the tubing of an ojr418 optiflow junior 2 nasal cannula was found broken before patient use. There was no patient involvement.